Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "high pressure alarm". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's stated problem was verified. Device passed all functional and delivery tests. Service replaced the downstream occlusion sensor, latch/lock, backup capacitor, cracked front housing, battery door, keypad and overlay as part of the repair process. Service also calibrated device and reinstalled software. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.